Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure 703:00 was confirmed but not reproduced during evaluation. This condition is due to a defective communicatory harness. Appropriate action was taken to correct the reported problem by replacing the communication harness, inserting the u12 programmable read only memory (prom) correctly and checking and reseating all connections. This issue has been escalated to CAPA. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 703:00. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention. The software version is currently not known. No additional information is available.